Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
The user reported the pdm is overheating and is not holding a charge. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The device was allowed to charge using the returned battery and powered on with no issues. No damages or defects were observed to the battery or the battery compartment. Inspection of the log files found no signs of the device overheating. The log files show the device was operating within the temperature specifications. Inspection of the log files show signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 95% to 58% in 90 minutes. At this rate the device would not hold a full charge for 48 hours under normal use per the design specifications. Investigation confirms the battery was unable to hold charge, but the exact cause of the battery unable to hold charge could not be conclusively determined. The lcd screen was observed to be damaged. The timing and cause of this damage is unknown. Although the lcd screen was observed to be damaged, the touch screen functionality was not affected.